Manufacturer narrative:
An immucor technical support specialist reviewed the image result files. There were no errors at the time of testing. The echo reported all three cells as negative in the screening assay. Visually, test wells 2 and 3 appeared to be weak positive with well scores of 2 and 1. Strong positive results were obtained in cells 1, 4, 6, 11 and 13 of the antibody identification assay. The customer was asked to repeat testing with the patients sample that was initially negative with a new lot of capture-r ready screen test wells and stronger positive results were obtained. A review of the device history record showed that positive results were obtained with all three p1 antigen positive cells. The customer was also advised of technical communication (B)(4) which recommends that customers perform a visual verification of negative antibody screening and antibody identification reactions on the echo before final release of those test well results.

Event description:
A customer reported obtaining unexpected negative reactions on the galileo echo antibody screening assay when using capturer-r ready screen (3) test wells, lot r210.